Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue "endoscope orientation changed on its own while in use". The attached endoscope adapter (aea) was damaged or had friction issue. A review of the device logs for the 0-degree endoscope (part# 470056-08/ serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the endoscope was last used on (B)(6) 2022 during a radical cystectomy w/ ileal conduit surgical procedure performed on system serial# (B)(4). There were 1965 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the endoscope orientation on the scope was changing on its own. Based on fa, there was friction issue. However, poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the endoscope orientation changed on its own while in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved using a backup endoscope. The customer is unable to release any patient-related information.